Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number not available k011028 and k013227.

Event description:
It was reported that during the implant procedure the mount did not disengage from the implant once it was placed in patient's mouth. Implant was removed. Additional surgery was done to bone filling and doctor would place another implant at a later point of time.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tapered screw-vent implant (tsvb13) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were engaged and there was bone residue around the external threads due to usage. Functional testing was performed to disengage the products. The device could only be disengaged when excessive force was applied. They were determined to be stuck. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The devices were intended for tooth #24 (fdi). Device history record review for the lot (1240230) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240230) for similar events (complaint category keywords: does not disengage and bone loss) and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event (does not disengage) was confirmed.

Event description:
No further event information is available at the time of this report.